Event description:
On (B)(6) 2025, the user reported a low blood glucose (bg) event through the ilet experience study survey, stating it was related to starting a new medication. The user confirmed no outside assistance or medical intervention was required. Follow-up attempts were made on (B)(6) 2025 to gather additional information and blood glucose questions (bgqs), but no contact was made. The case was closed after three unsuccessful attempts for follow up.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.